Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the collamend mesh (device 1). An additional supplemental emdr was submitted to represent the composix kugel hernia patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of collamend mesh (device 1). Per op notes, "a collamend mesh (device 1) was placed into the fascia using prolene sutures." (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel hernia patch (device 2). Per op notes, "dense adhesions were taken down. A composix kugel hernia patch (device 2) was placed using prolene sutures. The mesh (device 1) was intact." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia with small bowel obstruction thereby underwent repair with the removal of mesh (device 1 and 2). Per op notes, "dense adhesions to the old mesh. The mesh (device 1) was taken down from the fascia. There was a second piece of mesh (device 2) which appeared to be dual layer mesh. This was all explanted."